Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-1320bcnf batch 15190815 was received for investigation. The visual evaluation revealed that the bio screw was damaged. Additionally, the threading was damaged. A functional testing was not performed due to the damaged to the device. The reported failure is most likely due to user error, specifically from applying excessive force while using the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd september 2024, it was reported by an arthrex employee via email that for an ar-1320bcnf, suture anchor, micro biocomposite suturetak® 2.4 x 6.5 mm with 2-0 fiber wire® with two taper point needles, the anchor was broken during insertion. This was detected during repair of anterior talofibular ligament injury of ankle joint surgery on (B)(6) 2024. A 2.0mm drill head from ar-1320dsc kit was used to prepare bone socket. The end of the anchor broke during insertion. Procedure was completed successfully with no patient harm by using another new ar-1320bcnf instead.